Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with preoperative diag nosis for primary osteoporosis. Type of fracture was compression fracture. Procedure performed was bkp. Level at which implant performed was l1. It was reported that during expansion the catheter was cracked in the vertebral body during balloon inflation. Vertebral ossification was not observed due to acute compression fracture. The balloon was inserted and pressure was increased, however, the pressure did not increase with it still being at 0. Upon checking, the contrast agent leaked. Upon checking the actual product, there was a small hole about the needle hole. There was no leakage at the time of the first insertion of the contrast agent, and it seems that the leakage of the contrast agent was confirmed as soon as the balloonwas inflated. There was no fragment left inside the patient. There was no patient symptoms or complications as a result of this event. There was a delay of less than 60 minutes in overall procedure time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: part# kpt1502 ; lot # 228263891 visual and functional inspection revealed the balloon has been damaged. The damage is a puncture in the upper portion of the balloon. This type of damage is consistent with the balloon coming in contact with bone spurs when the balloon is inflated in the vertebral body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.